Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had passed 5 years and 7 months since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the excessive external force due to applying to the output socket of the subject device when the endoscope was connected.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing the endoscopic image was not displayed and the user found that the output socket of the subject device was damaged. There was no report of patient injury associated with this event.